Manufacturer narrative:
Initial

Event description:
It was reported that a student using an ilet pump arrived at school with urgent low glucose after leaving home with a reported glucose in the 150s and a full insulin cartridge, which was later found empty; logs showed only two small fill tubing actions and no complete supply change, and it was unclear whether a full rewind occurred, with additional concern raised about a backup insulin pen missing approximately 40 units. Symptoms included hypoglycemia, with a lowest reported blood glucose of 36¿39 mg/dl and low-glucose symptoms. Outcomes included unexpected medical intervention with administration of oral fast-acting carbohydrates and glucagon, followed by ems transport to the emergency department; there was no reported loss of consciousness or seizure. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings and insufficient information to attribute the event to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.